Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was receiving low glucose alarms. Customer stated that the insulin pump was alarming for low sensor glucose of 43 mg/dl. Customer was driving at the time; he stated he walked into a store to treat and his blood glucose was 52 mg/dl and the sensor reading was 53 mg/dl. Customer stated he inserts the sensor in his abdomen above the waistline. Customer ran the self test on the insulin pump and it passed. Last blood glucose value was 109 mg/dl. Nothing further reported.